Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized by the system. The tip is whole. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that there was no fragments falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece measuring approximately 0.438" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did no show damage. Additional observation(s) related to customer reported complaint included: the instrument failed energy recognition test. The instrument was placed on an inhouse system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly" on 3 out of 3 attempts. The image of the harmonic ace instrument was reviewed and it exhibited no damage.